Event description:
It was reported that port had been implanted for less than a year when catheter was found broken. Catheter and port were removed. There were no reported patient complications.

Manufacturer narrative:
Follow-up report will be filed if more information becomes available.